Event description:
Customer reported that while pipetting the hbc elisa assay using ortho summit no sample or diluent was added wells b9, c9 and d9 on plate cd2822. No alarm or error message was generated on the summit. A field service engineer was dispatched but could not reproduce the problem. The engineer checked the plunger clamps and diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with the incident.